Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt asking if they can have a MRI. Pt had the controller and recharger but controller nor the implant were charged. Agent reviewed controller and implant will need to be charged in order to enter MRI mode. The pt then stated that their implant has 'not been working' for about a year. Agent asked clarifying questions- pt stated every time they charge it, the implant battery charge will last maybe a day. Agent reviewed this depends on settings and usage of the therapy. The patient was redirected to their healthcare provider to further address implant charge frequency. Pt will charge controller and implant and call back if assistance is needed entering MRI mode.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.